Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a suction catheter. The customer reports the registered nurse went to the bedside to suction her trached patient due to coughing and desaturation of oxygen levels. This registered nurse opened the 10 french sterile suction catheter. The registered nurse put on sterile gloves and went to suction the patient's trach. The registered nurse noticed that nothing was coming out of the catheter and the patient continued to desat her oxygen levels. The pct then grabbed another catheter, and handed it to the registered nurse. The new suction catheter worked and the patient's oxygen levels raised back to normal levels. The staff believes that there is a problem in the manufacturing of this device and that there is no hole at the end of the device. The customer further reports that they have tested this device outside of a patient with a cup of water and had the same experience, no suction.